Manufacturer narrative:
(B)(4).

Event description:
Hard to breathe [dyspnoea]. Allergic reaction [hypersensitivity]. Starting to go into anaphylaxis [anaphylactic reaction]. Lips are blue [cyanosis]. Whole face is swollen [swelling face]. Swelling-mouth [mouth swelling]. Swelling-throat [pharyngeal oedema]. Throat started closing up [throat tightness]. Eyes were runny and watering [lacrimation increased]. Nasal passage swelling [nasal congestion]. Case description: a female consumer, age unspecified, used fixodent plus scope denture adhesive food seal cream fresh, as she just got her dentures a month ago and her dentures were just starting to slip, and she requested a product ingredient list because she thought she was having an allergic reaction. She explained that she is new to the denture experience and used a little bit of the product for the first time yesterday, (B)(6) 2015. When she awoke today, (B)(6) 2015, and after applying a large amount of the fixodent, her whole face from her nasal passages, mouth, and throat were swollen, her throat was starting to close, her lips were blue, and she was having a hard time breathing. Yesterday, her eyes were runny and watering which she initially attributed to her allergies but now she believed she was starting to go in to anaphylaxis and required her epi-pen. The consumer refused to be transferred to a medical professional; she was planning to take her epi-pen and call back to the company at a later time. The case outcome was not recovered/not resolved. Relevant history: allergies: allergic to quite a few things; medical history: new denture wearer as of a month ago, (B)(6) 2015. Concomitant products were unknown. No further information was provided.